Event description:
It was reported that the patient has been having a case of intractable diarrhea. Additional information was received 8 months later patient continues to experience despite vns being turned off for 2 months.